Event description:
It was reported that during an unk procedure after two or three clips were on the tissue the jaws broke and the device locked out. Unk how the case was completed. There was no patient consequence. No device is being returned.

Manufacturer narrative:
The lot/batch record was reviewed and no anomalies were noted during the manufacturing process.